Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to perform maintenance, during which he found the issue. The service representative replaced the plug. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Corrective actions are in place to address this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that on a heater-cooler system 3t plugs were broken. There was no patient involvement.